Event description:
It was reported that during a supposed lead revision procedure to get more right leg coverage, the physician could not get the lead to advance where he needed it to, therefore he just decided to remove it. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024.